Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported that following a diagnostic catheterization, an angio-seal was selected for use in the right femoral artery. The patient was given levenox (dosage unknown) for pulmonary embolisms. Five days later, the patient complained that she was having difficulty urinating and a foley catheter was placed but it perforated her bladder. The patient had been up and walking around. The patient had a large amount of blood in the urine so surgery was performed to repair the bladder. During surgery, they observed that a large amount of blood was in the retroperitoneal which was leaking into the bladder. The surgeon stated that the collagen was nowhere near the artery but off in the subcutaneous space and that the patient may have been leaking from that site for a few days already. A single stitch was performed to repair the artery. The angio-seal was found in the interstitial space and was removed. The patient has recovered.